Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker was unable to be paired with the home monitor. The pacemaker later was successfully connected to the home monitor. The patient is stable and will be continued to be monitored.